Manufacturer narrative:
Approximate age of device: 25 days. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
A correlation between the device and the patient¿s outcome could not be conclusively determined. An autopsy was not performed and the pump was not explanted; (B)(4) was not available for evaluation. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2013 due to right heart failure. The vad coordinator reported that the right heart failure was a preexisting condition and the lvad made it worse. No pump parameters were provided. The patient had pre-existing or under-recognized right heart failure. The pump was not explanted and there was no autopsy.